Event description:
Information was received from an health care professional (hcp) regarding a patient with an implantable neurostimulator (ins) for n on-malignant pain. It was reported that the hcp was inquiring about compatibility guidelines for MRI. The hcp indicated that it is unknown whether the neck MRI is due to the device or therapy. The patient was still having pain. It is unknown whether the pain is due to the patient's device or therapy. The hcp does not have any further information regarding this matter and does not know managing physician of patient. No further patient symptoms or complications were reported in this event. Additional information was received from the patient. It was reported that they had last felt stimulation and last recharged at the end of (B)(6). The patient reported that they hit their head on (B)(6) 2017 when getting groceries out of their car. The patient reported that this caused bruising around their battery in their back and their cervical spine. The patient reported that after they hit their head, they could not longer connect to their implant. The patient noted that they needed to get an MRI, but they couldn't because they couldn't connect to the ins to put it in MRI mode. No further complications are anticipated.